Event description:
It was reported that the stent was not in a sealed sterile package.the target lesion was located in the right lower leg. A 6x80x120 epic vascular was selected for right lower leg angiography. However, it was noted that the stent was in an unopened box but not in a sealed sterile package. The device was immediately set aside as soon as the box was opened and was never introduced to the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Media review: media was received in the form of images. Images were provided by the customer depicting the device inside the packaging tray and removed from all other packaging. It cannot be confirmed from the image if the inner pouch was present or not when the outer box carton was opened. Device technical analysis: upon receipt at our post market quality assurance laboratory, the device was returned with all packaging removed. The packaging was not returned for analysis. A visual and tactile examination found no kinks or damage to the sheath of the device. The device was returned with the stent in the correct position on the delivery system. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was completed and confirmed that the event of device - not sterile and packaging - incomplete or missing packaging was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the stent was not in a sealed sterile package. The target lesion was located in the right lower leg. A 6 x 80 x 120 epic vascular was selected for right lower leg angiography. However, it was noted that the stent was in an unopened box but not in a sealed sterile package. The device was immediately set aside as soon as the box was opened and was never introduced to the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the device status, but further information was unable to be obtained.